Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella rp flex experienced a placement signal not reliable alarm. The patient survived.

Manufacturer narrative:
No product returned for investigation. Data logs are not available. The cause of the placement signal alarm was not determined due to no product or data logs returned for investigation. The device passed all post sterile inspection checks.